Event description:
It was reported that the patient has been having fainting spells and was questioning how long the battery lasts. The device has not been checked in six months. Follow-up was conducted to obtain information on the patient and whether the episodes were device related, but the attempts were unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.